Event description:
Patient reported to have undergone total knee arthroplasty on (B)(6) 2012. Patient further reported that a revision procedure was performed on (B)(6) 2014 due to alleged loosening of the tibial tray. The patient stated that a second revision procedure was performed on (B)(6) 2014 due to alleged formation of a blood clot. Patient further alleges pain. There has been no additional revision procedure reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2015-02389).